Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient received an injection and reported that she was still having pain at the ipg site.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg revision procedure due to the pocket site pain that was previously reported. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient received an injection and reported that she was still having pain at the ipg site.